Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preventive maintenance, the device automatically starts. There was low power voltage. The lvps was malfunctioning and they switched the output switch relay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. This generator was obsolete and is no longer supported. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation found the lvps is malfunctioning and the output relay blazed up. The investigation isolated the failure to the low voltage power supply (lvps) and the relay, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The lvps and the relay were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a preventive maintenance, the device automatically starts the coagulation function. The lvps was malfunctioning and they switched the output switch relay. An error code present and the unit's component was also damage. There was no patient involvement.